Event description:
During use in a meniscal repair, the surgeon was unable to slide the suture knot. The suture and 't's" were cut free and left in the pt. Additional devices were used to complete the procedure which caused a delay of 5 minutes. No pt injury or complications were reported.